Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uv-flash solution transfer set was leaking. It was stated that the transfer set was leaking from a pinhole about 5 cm from the catheter adapter. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. A small hole in the tubing below the patient adapter and bushing was identified during visual/functional inspection. The reported condition was verified. The cause of the leak was determined to be a hole in the tubing. However, the cause of the hole was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.